Manufacturer narrative:
This supplemental report is being submitted to provide additional information, and to provide the device evaluation results. The device referenced in this report was returned to olympus for evaluation. The device was inspected with a boroscope and telescope test equipment with no signs of foreign material or stains inside the biopsy channel or suction port of the device were found. Additionally, there was no evidence of foreign substance found on the bending section cover, bending section cover glue, insertion tube and distal end of the device. The device passed all leakage tests appropriately. Olympus was unable to determine the root cause of the reported event. There were no abnormalities or foreign material found that would likely cause or contribute to the user's reported event. In addition, an olympus endoscopy support specialist (ess) was dispatched to the account and provided an in-service reprocessing training. The ess reported that the account complies with the recommended olympus reprocessing guidelines as stated in the instruction manual. There were no deviations noted.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. A review of the instrument history showed that the user facility purchased the device on april 20, 2011, and has never been returned to olympus for service. As part of our investigation in this report, olympus dispatched an endoscopy support specialist (ess) to the user facility to observe their reprocessing practices. The exact cause of the reported event cannot be conclusively determined at this time. If additional information is received or the device is returned at a later time, this report will be supplemented.

Event description:
Olympus was informed that the device culture tested positive for extended spectrum beta-lactamase (esbl) twice after being reprocessed in an olympus automated endoscope reprocessor (aer). After receiving the positive culture, the device was reprocessed in the same aer a third time,afterwards the device culture tested negative. It was reported that the user facility performs immediate cleaning at bedside. The user facility reported no issue with their aer. The device was isolated and was taken out of service. There was no patient infection associated with this report. No further information was provided.